Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The device system was used to deliver compounded baclofen, dilaudid, and marcaine.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 85 96sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835 , serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that, at the time of this report, the patient was hospitalized. The patient¿s body was not doing well with the pump and he had fluid building up around the pump. The patient was told that he didn¿t have an infection. The patient also had severe pain where his pump was placed. The pump was doing the patient more harm than good and the patient wanted it explanted. The patient was getting a lot of ¿push back¿ from the healthcare provider (hcp) that ¿administered¿ the pump and felt that the rationale was financial-based and not health-based. The pump didn¿t work for the patient and the patient didn¿t know if he needed to be transferred to another hospital. While discussing pump removal, the patient¿s hcp told him that he would end up in the intensive care unit (ICU), but the patient was okay with that. A specific reason for why the patient would end up in the ICU was not provided. On the night of 2015 (B)(6), the patient had an ultrasound, which indicated that it might have been an abscess. This was alarming the patient. It was noted that the patient¿s personal therapy manager (ptm) currently indicated an alarm date of 2015 (B)(6). The patient got 8 boluses per day. The patient wanted to contact another hcp to see about getting it removed. The device system was used to deliver baclofen at 299.9mcg/day, at 3.99mg/day and marcaine at 4.798mg/day. The cause of the event, treatment/interventions, additional troubleshooting/diagnostics, and final patient outcome were not reported.